Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvic area / tormented me nearly every day") and subcutaneous abscess ("painful pus-filled abscesses in inner thighs and hips") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, contraception, lack of drug effect and abortion. In (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("severe pain twice during the insertion"), procedural dizziness ("after insertion she felt dizzy"), procedural nausea ("after insertion she felt nauseous"), post procedural discomfort ("felt hard t-shaped outline in lower abdomen for a few days") and tremor ("nerve tremors one after another in legs"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), subcutaneous abscess (seriousness criterion medically significant), ovulation pain ("repeated severe pelvic pain on either side of lower abdomen always during ovulation"), weight increased ("major weight increase"), dry mouth ("dry mouth"), thirst ("constant thirst"), skin lesion ("a skin lesion in one inner thigh"), pruritus ("sudden severe itching in extremities at night"), anger ("yelled and roared to her loved ones / lost temper at the tiniest of things"), tearfulness ("started to cry very easily"), depressed mood ("felt utterly down and almost depressed"), nausea ("regularly experiencing nausea"), abdominal distension ("feeling like overeaten / she was bloated"), retching ("retching"), dyspepsia ("heartburn"), malaise ("she was not feeling well, could not be at work for the whole day"), diarrhoea ("constant diarrhea"), headache ("severe daily headaches"), external ear pain ("sore ear lobes"), otorrhoea ("leaking ear lobes"), night sweats ("night sweating"), hot flush ("hot flushes during the day") and migraine ("migraine"). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with analgesics and surgery (removal of essure in (B)(6) 2016 and surgery that leaves the ovaries intact). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, subcutaneous abscess, procedural pain, procedural dizziness, procedural nausea, post procedural discomfort, ovulation pain, abdominal pain lower, tremor, weight increased, dry mouth, thirst, skin lesion, pruritus, anger, tearfulness, depressed mood, nausea, abdominal distension, retching, dyspepsia, malaise, diarrhoea, headache, external ear pain, otorrhoea, night sweats, hot flush and migraine had resolved. The reporter considered abdominal distension, abdominal pain lower, anger, depressed mood, diarrhoea, dry mouth, dyspepsia, external ear pain, headache, hot flush, malaise, migraine, nausea, night sweats, otorrhoea, ovulation pain, pelvic pain, post procedural discomfort, procedural dizziness, procedural nausea, procedural pain, pruritus, retching, skin lesion, subcutaneous abscess, tearfulness, thirst, tremor and weight increased to be related to essure. The reporter commented: it has now been several months since the surgery and almost all the symptoms I had with essure have disapperared. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in (B)(6) 2016: inserts were still found to be perfectly in place. Ultrasound scan - in 2016: essure placed perfectly. Complete blood count was taken, test results were nearly perfect, nothing was wrong the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2758 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report refers to a (B)(6) woman who had essure (fallopian tube occlusion insert) inserted and began to experience pain in pelvic area / tormenting and painful pus-filled abscesses in inner thighs and hips (interpreted as subcutaneous abscesses). Approximately 9 months after the insertion, she underwent device removal with an unspecified ovary-sparing surgery, whereupon the complaints resolved. Pelvic pain and subcutaneous abscess were considered serious due to medical significance. Pelvic pain is anticipated in the reference safety information of essure, subcutaneous abscess is unanticipated. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes, gynecological and non-gynecological, are also possible. In this particular case, the events started after the insertion of the coils (whose satisfactory position was repeatedly checked) and alternative causes were excluded by the consulted physicians. In light of this information, a causality of essure for pelvic pain cannot be excluded (related). Concerning subcutaneous abscesses, under normal circumstances it is very unlikely that inserts localized in the fallopian tubes can elicit distant inflammatory skin events, and their causality was therefore assessed as unrelated. Numerous other events, non-serious, were additionally reported. The case was classified as incident since device removal was required. The technical assessment concluded a quality defect was not confirmed but considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvic area / tormented me nearly every day") and subcutaneous abscess ("painful pus-filled abscesses in inner thighs and hips") in a (B)(6) female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, contraception, lack of drug effect and abortion. In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("severe pain twice during the insertion"), procedural dizziness ("after insertion she felt dizzy"), procedural nausea ("after insertion she felt nauseous"), post procedural discomfort ("felt hard t-shaped outline in lower abdomen for a few days") and tremor ("nerve tremors one after another in legs"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), subcutaneous abscess (seriousness criterion medically significant), ovulation pain ("repeated severe pelvic pain on either side of lower abdomen always during ovulation"), weight increased ("major weight increase"), dry mouth ("dry mouth"), thirst ("constant thirst"), skin lesion ("a skin lesion in one inner thigh"), pruritus ("sudden severe itching in extremities at night"), anger ("yelled and roared to her loved ones / lost temper at the tiniest of things"), tearfulness ("started to cry very easily"), depressed mood ("felt utterly down and almost depressed"), nausea ("regularly experiencing nausea"), abdominal distension ("feeling like overeaten / she was bloated"), retching ("retching"), dyspepsia ("heartburn"), malaise ("she was not feeling well, could not be at work for the whole day"), diarrhoea ("constant diarrhea"), headache ("severe daily headaches"), external ear pain ("sore ear lobes"), otorrhoea ("leaking ear lobes"), night sweats ("night sweating"), hot flush ("hot flushes during the day") and migraine ("migraine"). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with analgesics and surgery (removal of essure in (B)(6) 2016 and surgery that leaves the ovaries intact). Essure was withdrawn. At the time of the report, the pelvic pain, subcutaneous abscess, procedural pain, procedural dizziness, procedural nausea, post procedural discomfort, ovulation pain, abdominal pain lower, tremor, weight increased, dry mouth, thirst, skin lesion, pruritus, anger, tearfulness, depressed mood, nausea, abdominal distension, retching, dyspepsia, malaise, diarrhoea, headache, external ear pain, otorrhoea, night sweats, hot flush and migraine had resolved. The reporter considered pelvic pain, subcutaneous abscess, procedural pain, procedural dizziness, procedural nausea, post procedural discomfort, ovulation pain, abdominal pain lower, tremor, weight increased, dry mouth, thirst, skin lesion, pruritus, anger, tearfulness, depressed mood, nausea, abdominal distension, retching, dyspepsia, malaise, diarrhoea, headache, external ear pain, otorrhoea, night sweats, hot flush and migraine to be related to essure. The reporter commented: it has now been several months since the surgery and almost all the symptoms I had with essure have disapperared. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: gynaecological examination result was inserts were still found to be perfectly in place. In 2016: ultrasound scan result was essure placed perfectly. Complete blood count was taken, test results were nearly perfect, nothing was wrong company causality comment: this spontaneous consumer report refers to a (B)(6) woman who had essure (fallopian tube occlusion insert) inserted and began to experience pain in pelvic area / tormenting and painful pus-filled abscesses in inner thighs and hips (interpreted as subcutaneous abscesses). Approximately 9 months after the insertion, she underwent device removal with an unspecified ovary-sparing surgery, whereupon the complaints resolved. Pelvic pain and subcutaneous abscess were considered serious due to medical significance. Pelvic pain is anticipated in the reference safety information of essure, subcutaneous abscess is unanticipated. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes, gynecological and non-gynecological, are also possible. In this particular case, the events started after the insertion of the coils (whose satisfactory position was repeatedly checked) and alternative causes were excluded by the consulted physicians. In light of this information, a causality of essure for pelvic pain cannot be excluded (related). Concerning subcutaneous abscesses, under normal circumstances it is very unlikely that inserts localized in the fallopian tubes can elicit distant inflammatory skin events, and their causality was therefore assessed as unrelated. Numerous other events, non-serious, were additionally reported. The case was classified as incident due to surgical device removal. A product technical analysis and follow-up information are expected.